Event description:
It was reported the ventricular impedance gradually increased from 400 to 1200 ohms in one month. The increase was noted to have started with the previous device. The integrity alert feature was programmed off, but after review of impedance behavior, there was discussion about turning the integrity alert on. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.